Event description:
It was reported that the foreign body contamination appears to be broken tip of another urethral catheter.

Manufacturer narrative:
The reported event was confirmed cause manufacturing related. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), all-purpose urethral catheter in open packaging visual inspection of the sample noted that the foreign body inside the packaging appeared to be a broken tip of another urethral catheter. This does not meet specification which states "loose foreign matter, engraved and spots >1/32¿ is not allowed". A potential root cause for this failure mode could be ¿no following to production areas cleaning procedure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foreign body contamination appears to be broken tip of another urethral catheter.